Event description:
We have received multiple reports from our field units of broken oxygen nipples on our pediatric ambu bvm's (mfg#: (B)(4)). Apparently, the way the pediatric bvm is designed, the o2 port sticks off perpendicular to the body of the bvm and with the hose attached, as it comes from the manufacturer, it is easily broken off. It shears off cleanly at the surface, and appears to simply be disconnected unless inspected very closely.